Manufacturer narrative:
The gore® excluder® internal iliac component delivery catheter was discarded at the facility and, therefore, was not available for analysis by gore.a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2018, a gore® excluder® internal iliac component (hgb161207a/(B)(4)) was to be implanted as part of a right common iliac aneurysm repair. During the procedure, a 12fr dryseal flex sheath was used for access on the left side. Two clamps were placed on the sheath, as a conduit was used on the left common iliac artery. The internal iliac component delivery catheter was advanced through the 12fr sheath and over the aortic bifurcation toward the right internal iliac artery. According to the report, the catheter was brought back through the sheath and re-advanced multiple times due to a suspected wire wrap issue. When the catheter was withdrawn through the sheath for another attempt at advancement, it was reportedly noted that the endoprosthesis had moved off of the delivery catheter and become lodged inside the sheath. It was reported that the clamps on the sheath may have contributed to the issue. The physician was able to successfully remove the sheath and endoprosthesis together. The dryseal flex sheath and internal iliac component were replaced with devices of the same catalog numbers, and the procedure went forward without any further reported complications. The patient tolerated the procedure.